Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the leak was from a small quick disconnect (qd) in the volume, conductivity, scatter (vcsn) module. The qd sits under the sample and sheath tanks. The qd is marked with a wire marker 8. The leak caused the 5 psi transducer to short. The fse replaced transducer and tighten the qd. Service activity performed is verified to meet the specified requirements per established procedures. Failure mode of the leak is related to the loose quick disconnect at wire marker 8. The failure mode of the mix pressure transducer is the leakage from qd8. The instrument generated non-numeric results for the diff parameter alerting the customer to an instrument problem per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting approximately 5 mls of clear fluid was leaking inside the right panel of the unicel dxh 800 coulter cellular analysis system while processing controls. The instrument generated non-numeric results for the differential parameters on the control runs. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.